Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for scheduled follow up. Upon interrogation single event of loss of ventricular capture was noted during the atrial capture threshold test. Programming changes were made. The patient was in a stable condition.